Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead exhibited rising impedance, high impedance and rising thresholds. The rv lead was capped and replaced.

Event description:
It was reported that the right ventricular (rv) lead observed warning for low impedance and high threshold. The rv lead also exhibited oversensing of noise and high sensing integrity counter (sic). It was also reported that far field r-wave (ffrw) oversensing occurred on the right atrial (ra) lead. Both leads remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.